Event description:
Customer left a media post stating her insulin pump has been alarming no delivery for over a week. Customer has gone through three replacement insulin pumps and the issue persists. Customer believes the problem is with the infusion set or the reservoir. The insulin pump alarms no delivery even when customer is not connected to it. She stated she has gone high over 500 mg/dl due to this issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.